Manufacturer narrative:
The correction of d4 serial # and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain field deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ prismalix 4000. As it was stated, corrosion has built up on the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, defective part (bras de coupole 4000 df - ard567234998) was replaced and device is back in usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. A root cause analysis for paint peeling problem was performed by subject matter experts. As they stated, peeling paint and rust formation were probably caused by : a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The prismalix customer technical manual 0113303 indicates in the chapter "basic maintenance" : "check that there are no signs of corrosion on the system, and in particular on the main arm (inside the retaining ring). Check that there is no flaking paintwork on the system". Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6)2023 getinge became aware of an issue with one of our surgical lights ¿ prismalix 4000. As it was stated, corrosion has built up on the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.